Event description:
It was reported that, during the implantation of a new right ventricular (rv) lead, the sheath tightened down on the lead, making it very difficult to move. The lead helix would not retract due to pressure on the lead from the sheath. The rv lead was removed and it was found that the lead helix was not performing properly. The lead was removed, venous angioplasty was performed, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. (B)(4).